Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure, acute stent thrombosis occurred. The target lesion was located in an unspecified vessel. A 2.75 x 24 promus element plus everolimus-eluting platinum chromium coronary stent system was advanced and implanted into the lesion. However, acute stent thrombosis occurred.